Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose levels via insulin pump. Customer was admitted to saint lukes hospital on (B)(6) 2018 at 1:00 am. Customer advised their high blood glucose level was due to bent cannula. Customer advised the no delivery alarm was resolved with a complete infusion set and reservoir change. The insulin pump will not be returned for analysis.